Event description:
It was reported that the doctor was performing a breast biopsy. The breast was pierced but no samples could be retrieved. The doctor tried to clear the probe and still couldn't retrieve any samples. The case was completed with an alternate biopsy device. There were no other pt outcomes. The device was returned for service.